Event description:
The customer reported the system displayed a data error. The field engineer noted that the error prevented the c-arm from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller card coin battery. The system operates as intended.